Event description:
Patient contacted dexcom to report intermittent antenna icon and/or out of range icon. The patient did not report any medical intervention or injuries.

Manufacturer narrative:
Problem could not be confirmed because product/data is not available. It was determined while troubleshooting with the patient that the transmitter was not snapped firmly into place in the sensor pod.